Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4135, competitor lead; implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that an interrogation of the patients bi-v implantable cardioverter defibrillator (ICD)&#1157;vealed episodes of t-wave oversensing (twos) and oversensing noise. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.